Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the cadiere forceps instrument had a wire sticking out. The surgeon noticed it and removed and replaced them immediately. There was no patient injury, and nothing fell in the patient. A different backup instrument was used to complete the procedure with no patient harm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter (clinical territory associate (cta) and obtained the following additional information on 16-jan-2026: the reporter was told that the instrument will be returned. As of the date of this report, the product hasn't been received. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided image was performed, and the image of the instrument confirms the serial number of the instrument.